Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked during use the following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: ¿the opened one also has the problem that the white cap on the back of the needle is very difficult to remove and when you remove it, the spacer also comes off with it. As a result, blood is spilled unnecessarily and you need an extra set of hands to remove the white cap.¿

Manufacturer narrative:
H.6 investigation summary : five representative samples were received by our quality team for evaluation. The returned samples were subjected to visual inspection and end cap disassembly force. The returned samples passed the acceptance criteria, flow control plug still intact and it did not come off when measurement was done. The representative samples were also subjected to end cap dim 6.9, tread gauge test, end cap leakage test, flow control plug dimension b and c. The cannula hub were also subjected to luer cone measurement and catheter adapter leak test. The returned samples passed the acceptance criteria. No abnormality was observed. Therefore, the incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, no root cause could be determined due to the samples passing all criteria.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked during use the following information was provided by the initial reporter, translated from dutch to english. Verbatim: ¿the opened one also has the problem that the white cap on the back of the needle is very difficult to remove and when you remove it, the spacer also comes off with it. As a result, blood is spilled unnecessarily and you need an extra set of hands to remove the white cap.¿